Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient then experienced muscle stimulation, painful pocket stimulation and a burning sensation near the sight of the device after an accidental impact to the implantable pulse generator (ipg). The device was reported to have mode switched and exhibited a high-output. It was also noted that right ventricular (rv) lead exhibited high thresholds, intermittent non-capture and that a polarity switch had occurred. The device was explanted, the rv lead was capped and both were replaced. No further patient complications have been reported as a result of this event.